Event description:
The customer reported that there was an image artifact - a noise bar along one edge. The noise bar followed the rotation of the panel. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The unit was returned and sent to canon inc. ((B)(4)) for evaluation. They found that the sensor was "broken" but repairable. (B)(4).